Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the cartridge alarm 05 issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 167 mg/dl.